Event description:
The reporter indicated, the pump's cable was burnt.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. The testing and investigation results indicated the complaint for fire (burnt cable) was confirmed. There was evidence of charring on the pump's power cable. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.